Event description:
Medtronic received a report that an axium coil encountered a detachment failure (could not be detached). The coil was collected. It was unknown if the reported device and accessory devices were prepared as indicated in the instruction for use (IFU). It was unknown how many times the physician attempted to detach the coil with the instant detacher. It was unknown if the physician try to detach with another instant detacher. It was unknown if there was a manual attempt at detachment via hypo tube. It was unknown if the instant detacher would be returned for evaluation. It was unknown if there were any issues with the instant detacher. There were no patient symptoms or complications associated with this event. Ancillary devices: microcatheter unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported he lesion was approximately 4mm. Vessel tortuosity was good. The patient is recovering from the procedure good. No patient symptoms or complication were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.